Manufacturer narrative:
Product event summary: product event summary: the 990063-020 mapping catheter with lot number 228964786 was returned and analyzed. Visual inspection of the loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. Visual inspection of the pebax segment area showed that the pebax tubing was bulged at approximately 0.98 inches, 1.47 inches and 4.62 inches from the loop distal tip. The pebax tubing at the shaft fitting joint was damaged/kinked. The outer diameter of pebax tubing/shaft joint at 5.19 inches (should be 0.043 inches). Visual inspection of the electrode(s) showed the electrode(s) was intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. The introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. The lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. The functional test was performed using a multimeter. The mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable are normal. The insertion compatibility inspection (test catheter/ returned mapping catheter) was performed. The returned mapping catheter was unable to be inserted into the balloon catheter without resistance due to the mapping catheter's received condition. In conclusion, it was confirmed that the mapping catheter could not be inserted into the balloon catheter and the mapping catheter failed return inspection due to the pebax tubing was bulged and damaged/kinked at the shaft fitting joint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, there was a "scratch-like" bump on the mapping catheter introducer, and the mapping catheter was unable to be inserted into the y-connector. The mapping catheter was replaced which resolved the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.